Event description:
It has been reported to philips that the wireless footswitch lost its connection and the wi-fi led was flashing red. The system was in clinical use. No harm has been reported. The customer is using the wired footswitch. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was in clinical use. The procedure was completed using the wired footswitch. Per the information collected, wireless indicator on the footswitch turns red every 2 mins and system connection are getting down. The wi-fi goes on and off every 2 mins. The connection was not re-established. The philips engineer advised the customer to use the wired footswitch and the resolution of this issue (replacement of wireless footswitch) is completed in the pr ID - 3325432. Philips confirmed that there was a connection problem between the wireless footswitch and wireless base station. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0649-2022 for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. The codes were updated based on the investigation outcome.